Event description:
During a surgical procedure while using the dolphin ii hysteroscopic fluid management unit, a high deficient readings occurred. The unit was turned on and off on more than once in an effort to quite the deficit alarm. The unit was subsequently taken to bio med where the machine test perfectly after a exhaustive investigation. Manual deficit calculations were attempted as a result of the flawed user set up. The patient was sent to ICU for recovery and treatment, and was release the next day. No other complications occurred.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.